Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was completely removed and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified common femoral artery. After a guide wire crossed the lesion, a 5.0mmx60mmx135cm sterling¿ balloon catheter was advanced but failed to cross the lesion. The balloon was inflated at 7 atmospheres; however, the balloon ruptured due to severe calcification. The device was removed and the procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was completely removed and the patient's status was good.